Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-300 mg/dl) and insulin injections were administered to address the bg level. The cause of the high bg was not known; however, after a few days of high bg levels, the customer reverted to using another tandem pump and the high bg was resolved. The current tandem pump was used again and the high bg reoccurred. Tandem technical support reviewed the pump data and found no alarms prior to (B)(6) 2017 and no alarms between (B)(6) 2017 - (B)(6) 2017. The contact was informed of the data review. The customer did not feel comfortable using the current pump and reverted to using the other tandem pump to manage diabetes.